Event description:
It was reported that the handpiece was overheating during a podiatry procedure. Another device was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported was duplicated. The press fit of the bearing within the nose housing assembly came loose as a result of a damaged nose housing bearing causing the link with fins to contact the nose housing. The device was repaired and returned to the account.